Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9736226 stealth flex ent h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system tracking stopped. The site could not get it back. They aborted navigation. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: analysis was performed for product 9736226, software version: 2.1.0-52. In summary, the analysis concluded that the logs were reviewed and one application session was available for 16th may, 2024. User performed standard fess procedure. One patient dataset was available and one CT exam was used. Log analysis revealed that user faced issues with verification of registration probe in the registration task and he attempted to verify it many a times while it failed due to distance criteria. Also there are too many em coil interference(noise) errors observed from the log. He then switched to use straight suction and verified it successfully and no coil noise errors were also observed in the logs. It is suspected that tracking issues occurred with registration probe used. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.